Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: ct3111, 3.1mm diameter, 2.9mmd platform, 11.5mm length, lot number 1277238. E1: initial reporter¿s title is not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer replied to my email as follows: "the implant dropped off the driver and onto the floor. Case was finished with a new implant. Tooth number 6 (universal).